Event description:
The customer reported that the 60-6250-001, excaliber esu, was being used during a tonsillectomy, adenoidectomy, bilateral inferior turbinate reduction, submucous resection procedure on the date of (B)(6) 2023, when it was reported, ¿(B)(6) had an event last week with their excalibur electrosurgical unit where a malfunction of the unit resulted in a patient being burned. The unit since been pulled/taken to biomed.¿. After further assessment, it was reported, ¿during removal of right tonsil, dr. (B)(6) noted a burn to the corner of the right mouth; the bovie tip was noted to not be seeded all the way in the bovie pencil/handle; electrosurgical unit removed from service; biomed came and serviced unit and found that it was not working correctly; permanently out of service now.¿. The unit/device did not alarm, and the settings of the device/unit were set at coag 18. The patient sustained 2nd to 3rd degree burns and a layered closure of oral commissure lesion was needed to repair the injury. There was no report of delay and an alternative device was used. There was no prolonged hospitalization but medical/surgical intervention was needed. This report is being raised on the basis of injury due to the patient receiving 2nd to 3rd degree burns.

Manufacturer narrative:
The reported event of ¿device malfunction caused a patient burn¿ is inconclusive. The device will not be returned and no photographic evidence has been provided therefore the reported event cannot be verified. Additionally, the event description indicates that the biomed serviced the unit and found it not working correctly, however no service report or description of the malfunction was provided. The manufacturing documents from the device history record review was not performed as the device has been in the field more than 12 months. The service history was reviewed, and no data was found. Per the instructions for use, the user is advised the following: the excalibur plus pctm should be performance tested at least every year. Each unit is supplied with a serialized product test data sheet which tabulates the results of the factory tests that were performed on the unit. This data may be used as a reference for subsequent tests and should be made available to the biomedical technician conducting the tests. Do not use cords as handles; damage to the insulation and increased risk of burns or other injury may result. Because of the risk of burns, needles should never be used as return electrodes for electrosurgery. The entire area of the return electrode should be placed so that the entire conductive area is in firm contact with an area of the patient¿s body that has a good blood supply and is as close to the operative site as is possible. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the 60-6250-001, excaliber esu, was being used during a tonsillectomy,adenoidectomy, bilateral inferior turbinate reduction, submucous resection procedure on the date of 08feb23, when it was reported, ¿san marcos surgery center had an event last week with their excalibur electrosurgical unit where a malfunction of the unit resulted in a patient being burned. The unit since been pulled/taken to biomed.¿. After further assessment, it was reported, ¿during removal of right tonsil, dr. Blair noted a burn to the corner of the right mouth; the bovie tip was noted to not be seeded all the way in the bovie pencil/handle; electrosurgical unit removed from service; biomed came and serviced unit and found that it was not working correctly; permanently out of service now.¿. The unit/ device did not alarm, and the settings of the device/ unit were set at coag 18. The patient sustained 2nd to 3rd degree burns and a layered closure of oral commissure lesion was needed to repair the injury. There was no report of delay and an alternative device was used. There was no prolonged hospitalization but medical/surgical intervention was needed. This report is being raised on the basis of injury due to the patient receiving 2nd to 3rd degree burns.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety